Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3003832357-2023-00752. Device investigation has taken place on (B)(4) with MDR#3003832357-2023-00752.

Event description:
It has been reported to philips that the tempus pro will not power up to a user state. The light on the power button flashes green and the screen just comes on completely black. Also unable to enter service mode. The monitor is completely unusable.